Manufacturer narrative:
A patient's ipg was inoperable due to reaching end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported the patients ipg was inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.